Event description:
Boston scientific received information that during routine device replacement procedure upon connection of the replacement cardiac resynchronization therapy defibrillator (crt-d) to another manufacturer's chronic right ventricular (rv) defibrillation lead, defibrillation threshold (dft) testing was performed and was unsuccessful with 21 and 31 joule shocks. The patient was externally rescued and a shock lead shorted message was observed. This previous crt-d was reconnected to the lead and a commanded shock was delivered. A pop sound was heard from the device and a shock lead shorted message was observed. This device was removed and the replacement device was attempted, but not implanted. A new device was successfully implanted on the right side two days later. The lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The return of the product was requested. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted no anomalies. Review of the stored memory confirmed two shorted lead indicators were recorded by the device. A bench test to assess the output bridge integrity was performed and a low shock impedance measurement resulted. This out-of-range measurement indicates the high energy output bridge is electrically damaged. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted defibrillation lead.